Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on 08/25/2011 and mesh was implanted concurrently with a hysteroscopy with novasure ablation and anterior cystocele repair due to stress urinary incontinence and hypermobility. Following insertion, the patient experienced pain, erosion, infection, urinary/bowel problems, bleeding, recurrence, dyspareunia and psychological/emotional pain.(B)(4).